Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and was explanted. Additional information was obtained from the field indicating that this lead exhibited loss of capture (loc) prior to dislodgment and was confirmed through x-ray. Further, lead impedance was within normal range. No additional adverse patient effects were reported.